Event description:
The following is based on medical records provided by the pt's attorney: on (B)(6) 2003 - pt underwent repair of a epigastric incisional hernia with a composix kugel hernia patch. On (B)(6) 2010 - pt went to the ER with abdominal pain, diarrhea, nausea, and fever. CT scan showed a fistula and abscess. The pt was placed on antibiotics. On (B)(6) 2012 - pt underwent explant of an infected composix kugel hernia patch, closure of transverse colonic fistula, abdominoplasty with repair of incisional hernia. On (B)(6) 2011 - pt underewent repair of a large recurrent incisional hernia with massive adhesions. A bard dulex mesh was used.

Manufacturer narrative:
Based on the medical records provided, it is unk whether the device may have caused or contributed to the reported event. The pt, who has extensive co-morbidities including alcohol/narcotic/tobacco abuse, diabetes, pancreatitis, gastritis and has undergone multiple abdominal surgeries, underwent repair of an epigastric incisional hernia in (B)(6) 2003. Approx seven yrs later, the pt underwent removal of the infected composix kugel mesh, closure of transverse colonic fistula and repair of the incisional hernia. The surgeon noted ¿a fistula into the transverse colon. This appeared to have developed secondary to a fractured plastic fiber of the supporting ring having penetrated the colon and causing a communication on that basis.¿ pathology noted no gross abnormalities upon inspection of the mesh. The info provided indicates that the pt developed and was treated for an infection. Although there was no culture report was provided to confirm the infection, the warning section of the IFU states ¿if an infection develops, treat the infection aggressively. The prosthesis may no have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ additionally, the pt was reportedly treated for a fistula which is a known adverse event listed in the IFU. A review of the mfg records was performed and there was no evidence of a mfg related caused for the reported event. Additionally, no sample was returned for eval. With the currently available info, no conclusion can be drawn.